Event description:
The customer reported that he has had two skin infections in the triceps area of his arm after removing the pod. They became large and inflamed and required antibiotic therapy. He stated that he does not clean his skin with alcohol or anything else prior to pod placement, that he doesn't use anything to help remove the pod adhesive and preserve his skin integrity, and he uses no special products afterwards. He saw his doctor for these infections and an antibiotic was prescribed.

Manufacturer narrative:
No device was returned for evaluation. We are unable to determine if any product condition could have contributed to reported infection at the insertion site. No qualification and sterilization record review could be conducted as no product lot was reported. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises "always wash your hands and use aseptic technique to prepare the infusion site before applying a pod. Do not apply a pod to any area of skin with an active infection. If you are unsure whether to use a specific site, ask your healthcare provider. At least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. Be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider."